Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve underwent a valve-in-valve procedure after an implant duration of 21 years, nine (9) months due to stenosis. The patient presented with symptoms of heart failure. The procedure was performed with a 26mm 9750tfx transcatheter valve and the patient was stable post procedure. The patient has been discharged.

Event description:
It was reported that a patient with a 25mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.